Event description:
It was reported that this left ventricular (lv) lead was dislodged. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the dislodgement allegation was not confirmed. Laboratory observations and field report were insufficient to verify dislodgement. The lead tip appeared normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was dislodged. This lv lead was explanted. No additional adverse patient effects were reported.